Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Based off the images, epidemiology recommended that the device receive an internal water pathway replacement. Following this cardioquip repurchased this device from the customer and performed an internal water pathway replacement, returning the device to specification. Following the repair, the device passed inspection and is fully functional.

Event description:
Cardioquip's director of operations and epidemiology has reviewed an image a field service technician has sent. She recommends iwpr (internal water path replacement) for the unit based on the brown discoloration in the water path.

Manufacturer narrative:
Photos of tubing were submitted by a cardioquip technician and sent to cardioquip epidemiology for investigation during an onsite service visit. Due to the discoloration of the tubing, epidemiology recommended that the device receive an internal water pathway replacement. The customer was notified of the potential contamination and recommendation via email on (B)(6)2023. Since this incident, cardioquip has bought back the device from the customer and will be performing an internal water pathway replacement to bring it back within specification.

Event description:
Cardioquip's director of operations and epidemiology has reviewed an image a field service technician has sent. She recommends iwpr (internal water path replacement) for the unit based on the brown discoloration in the water path.